Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 14-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of the tube due to an insert") and device dislocation ("migration of two inserts") in an adult female patient who had essure (batch no. 940968) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation of the tubes and of the uterus scheduled on (B)(6) 2017) and surgery (ablation of the tubes and of the uterus scheduled on (B)(6) 2017). At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 680 cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforation of the tube due to an insert") and device dislocation ("migration of two inserts") in an adult female patient who had essure (batch no. (B)(4)) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation of the tubes and of the uterus scheduled on (B)(6) 2017) and surgery (ablation of the tubes and of the uterus scheduled on (B)(6) 2017). At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed 1487 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.